Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the cuff losing coaptation causing the patient to no longer be dry. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was fine.